Manufacturer narrative:
The swan ganz catheter involved in this case was received by our product evaluation laboratory for a full evaluation. As received, the balloon was found to be ruptured at central area. The ruptured edges did not appear matching at the rupture. Through lumens were patent without any leakage or occlusion. No other visible damage was found on the catheter body. An engineering investigation will be completed to consider any potential factors that may have contributed to this complaint and a supplemental report will be sent with the investigation results. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, before use in patient, the balloon of this swan-ganz catheter burst. There was no allegation of patient injury. As per evaluation findings, the balloon was found ruptured at the central area and the ruptured edges did not appear matching.